Manufacturer narrative:
(B)(4). D10: cat# 12-115122 lot# 2971570 cer bioloxd mod hd 36mm +3 nk. Product was returned and evaluated. A visual examination of the returned product identified that the returned head had worn down. The liner showed indentations and gouging to the outer diameter and lip. The inner radii show some black scuff marks along with scuffing to the surface of the device. The reported issue was confirmed based on evaluation of the returned products. Radiographs were also provided and reviewed by a health care professional. A review of the available records identified the following: implant fit is maintained. There is lateral polyethylene liner wear with eccentric femoral head position as noted. No loosening or abnormal radiolucency is noted. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. However, it was noted that the patient experienced a fall. It is unknown if the fall caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 4 years post implantation of left hip arthroplasty, the patient experienced a work related fall and suffered a clavicle fracture as a result of the fall. After the fall, the patient began experiencing squeaking during ambulation, along with slight discomfort. The patient was subsequently revised. During the revision, it was noted that the femoral head was wearing against the shell. The head and liner were exchanged, with the surgeon exchanging the liner from a size 36 to 40. Though requested, no additional information has been provided.